Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the statement "on one of the locations where there are usually 3 poles, one was missing" was clarified to mean that it probably was not broken during the procedure as the part never fell or wasn¿t mishandled. It just wasn¿t there, looked like it had never been there and was not manufactured. The lead was never explanted. The device will be returned.

Manufacturer narrative:
Product analysis #(B)(4): analysis information: (B)(6) 2025 13:49:09 cst pli# 10 product ID# b32000 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis of the burr hole kit (082m03324) determined that the returned insertion tool exhibits a damaged claw tip; the tips have been bent and spread outward. The claw tip does not meet the specified dimension of 0.0615" ±0.0010". Visible cuts and scratches were observed on the surface of the metal claw. Visible cuts and scratches were observed on the surface of the plastic tip of the insertion tool. Non-conformance of the fm material was observed on the tip of the insertion tool. Physical damage was noted on the returned burr hole clip. A lead holder post is broken off, and tab 2 is bent out of shape. Additionally, the hole near tab 2 on the support clip shows evidence of cutting and scratching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.